Manufacturer narrative:
(B)(4). The field service representative (fsr) verified broken pump latch on manual drive. The pump latch was replaced. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, a broken pump latch on the manual drive was observed. There was no patient involvement.